Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. New information was added to the following fields: d8, d9, h3, h4, and h6. Despite good faith attempts, the user cleaning disinfection and sterilization (cds) processes were not shared. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found <1 cfu. The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The user provided the following result of the culture test, performed at the third-party labs: microbiological test results, including equipment culture test the culture test results provided by the user by a third-party institution are listed below. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: 58cfu/100ml. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: the air/water channel. Cfu: <1 cfu/100 ml. Sampling date: (B)(6) 2024. Sampling from: the auxiliary water channel. Cfu: <1 cfu/100 ml. The result of the culture test at the third party on (B)(6) 2024, provided by sbc, was positive. Sampling date: (B)(6) 2024. Sampling from: all the channels. Cfu: <1 cfu/endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 58 colony forming units (cfus) of pseudomonas aeruginosa in the operating/suction channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.